Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The customer reported that an 840 ventilator had a blank screen. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the backlight inverter pcb. The customer reported to have replaced the backlight inverter pcbs. The unit passed all tests. Covidien was not authorized to repair the unit.